Manufacturer narrative:
Updated d4, g6, h2.

Manufacturer narrative:
According to the facility a fiber was retained in the patient's eye and required removal by the doctor. No additional information is available at this time. The sample is not available for evaluation. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility a fiber was retained in the patient's eye and required removal by the doctor.